Manufacturer narrative:
The device was received for investigation with the cannula assembly fully deployed and the needle completely retracted. The pink slide insert was seen in the viewing window. The downloaded data did not show any timeouts or drive stalls during the run. The device was deactivated at 2847 pulses. The needle mechanism was reset and deployed properly. No damage or deficiencies were observed that would result in a needle mechanism failure.

Event description:
It was reported that the patient¿s blood glucose level rose to 339 mg/dl for an undisclosed time wearing the pod. The patient¿s mother reported while trying to replace a new pod, they encountered a needle mechanism failure. There were no further details provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of a needle mechanism failure. The lot release records were reviewed, and the product lot met all acceptance criteria.